Manufacturer narrative:
E1 - initial reporter establishment full name: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the high frequency-resection electrode cutting loop fractured during a laparoscopic and hysteroscopic myomectomy. The device was replaced with a similar device. There were no reports of patient harm.